Manufacturer narrative:
The customer's qc data was ok. Based on qc data, a general reagent issue could be excluded. The field service engineer replaced various parts, performed adjustments, and cleaning. After service, the customer performed calibration and qc. The customer stated they will not run hcg on this analyzer and will conduct further testing. No further complaints were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 8000 e 602 module. The patient¿s initial hcg result was 0.137 miu/ml, and was reported outside the laboratory. The patient¿s repeat hcg result was 84908 miu/ml. The customer determined the repeat result was correct. Hcg reagent lot number was 43091201 with an expiration date of 28-feb-2021.